Event description:
The point of care coordinator complained of erroneous results for 5 patients obtained on 3 accu-chek inform ii meters with serial numbers of (B)(4). Patient 1 was tested on inform ii meter with serial number (B)(4) at 12:39 a.m. And the result was 503 mg/dl. The patient was re-tested on the meter at 12:41 a.m. And the result was 71 mg/dl. Patient 2 was tested on inform ii meter with serial number (B)(4) at 12:39 a.m. And the result was 23 mg/dl. The patient was re-tested on the meter at 12:45 a.m. And the result was 63 mg/dl. On (B)(6) 2016 patient 3 was tested on inform ii meter with serial number (B)(4) at 9:13 a.m. And the result was 28 mg/dl. The patient was re-tested on the meter at 9:15 a.m. And the result was 103 mg/dl. On (B)(6) 2016 patient 4 was tested on inform ii meter with serial number (B)(4) at 12:21 p.m. And the result was 31 mg/dl. The patient was re-tested on the meter at 12:24 p.m. And the result was 79 mg/dl. On (B)(6) 2016 patient 5 was tested on inform ii meter with serial number (B)(4) at 12:32 a.m. And the result was hi (result > 600 mg/dl). The patient was re-tested on the meter at 12:35 a.m. And the result was 137 mg/dl. The customer is not sure which results are correct. No laboratory tests were run. The results all downloaded to the patient charts. The customer is not able to provide any patient information. It was noted that the tests on each meter were run with the same lot number of strips but different vials of the same lot were used on each meter. No adverse event occurred. Quality controls were run on each meter within 24 hours of the tests and were acceptable. The test strips have been requested for investigation.

Manufacturer narrative:
A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. No product was returned for investigation. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation cannot be completed.